Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that etco2 is not working and the device displayed an error check exhaust message. There was no pt involvement.